Event description:
It was reported that the lead was explanted and replaced due to oversensing and fracture. Additional information was later received from the patient reporting she received two shocks due to the "defective" lead. No further patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned in segments

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned in segments.